Manufacturer narrative:
Evaluation of the returned 3maxc revealed that the non-penumbra guide was stuck within the catheter. Further evaluation revealed that the 3maxc was fractured. This damage was incidental to the reported complaint and could not be determined. Based on the returned condition, the root cause of the reported resistance could not be determined. The non-penumbra guidewire was stuck within the fractured 3maxc, and therefore, it was not functionally tested through a demonstration catheter. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and penumbra system 3max reperfusion catheter (3maxc). During preparation for the procedure, the neuron max was removed from the packaging and noticed to be kinked at the midshaft. The damage to the neuron max was found prior to use, and therefore, the neuron max was not used in the procedure. During the procedure, the physician experienced resistance while pulling on the wire, so they pulled the 3maxc and wire out as a unit. The procedure was completed using a new neuron max, 3maxc, and guidewire. There was no report of an adverse effect to the patient.